Manufacturer narrative:
H6. The facility did not follow the device labeling instructions for setting the tmp alarm limits when using a high permeable dialyzer.

Event description:
A pt had lost an excess of 3.8 kg of fluid more than the machine recorded. The facility claims to have set the tmp alarm limits at +/-50mmhg. Machine labeling recommends +/-20mmhg for the dialyzer type used in this treatment. The facility states the tmp did fluctuate +/-30mmhg during the treatment. This did not cause an alarm because the tmp limits were not at the recommended setting. The pt became hypotensive during the treatment and received normal saline. The treatment was discontinued approx 30 mins early. The pt's symptoms abated. The machine was failing the recommended pretreatment pressure testing. The facility tech determined the cause to be valve 34 sticking open. The valve was replaced and proper machine operation verified.